Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. D6b: explant date: (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218550. Model: sc-9218-55. Serial: (B)(6). Batch: 7023058/7024821 UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted.